Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v533702, implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient experienced a lack of efficacy and pain at the implant site. There was an appointment at the physician office and the physician attempted to troubleshoot. The issue was resolved that the time of the report. It was noted that the device was explanted for the issues on (B)(6)-2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.